Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 77 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt had been lost to follow-up and recently came back for check up it was noted that there was a distal type 1 endoleak originating at the right common iliac artery and the aneurysm had enlarged. This was believed to be related to disease progression as the common iliac had enlarged and no longer had a seal. An extension cuff was placed on 3 weeks ago and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention).